Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission, it was noted that the pacing lead impedance trend for the last six months showed an increase. The capture threshold also showed an increase. The lead was capped and replaced.